Event description:
The customer reported via phone call that the insulin pump's battery life was shorter than normal and several no delivery alarms had occurred. Blood glucose level at the time of the incident was 189 mg/dl. During troubleshooting, the customer confirmed that multiple error alarms were listed in the device's history. The customer also reported that multiple battery out limits had occurred. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to verify for excessive no delivery, low battery, battery out of limit, a17 or unexpected restart alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.